Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm external ram crc error and unexpected restart. Customer's blood glucose at time of incident was unknown. Customer went to the consultation and the doctor decided to replace the pump. Customer was advised to return pump for analysis and will be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no unexpected restart alarm and no alarm during testing. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and cracked lcd window.